Manufacturer narrative:
Adverse event problem (B)(4). Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" messages were generated by the aquabeam robotic system. As a result, the aquabeam handpiece was replaced two (2) times in an attempt to resolve the issue, but the error continued to occur. Upon a third handpiece replacement an "e50 - console error" occurred, subsequently, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam motorpack was returned for investigation of this event. Functional testing could reproduce the"e22 - motorpack error" but not the "e50 - console error" using the qa test system. The motorpack shell was opened and observed no signs of fluid ingress or other damage within the motorpack pcb. A review of the aquabeam robotic system event log files confirmed that "e22 - motorpack error" , "e23 - motorpack error", and "e50 - console error" were generated during the aquablation procedure. The procedure was converted to turp because the system was unable to recover form the errors. A review of the device history record (DHR) ab2000-b/serial number (B)(6) and associated aquabeam motorpack/ lot number 20c00337 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0104 rev. F, states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x.. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error. Release foot pedal and click x.. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E50 - console error. Release foot pedal and click x. If error persists, turn off and turn on console and cpu. Although the reported failure was confirmed during the event log file, the error messages were not duplicated during physical investigation of the motoprack. It was not possible to determine how the error messages were triggered during the procedure; therefore, the root cause was not established. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.